Event description:
It was reported to philips that when the device is connected to ac, the power supply emits a buzzing noise. There was no patient involvement.

Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to a faulty ac module. Upon conclusion of the evaluation, it was determined that this was a malfunction of the ac module. The ac module was replaced to resolve the reported issue. The device remains at the customer site and no further evaluation is required at this time.